Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular implant procedure (iol), the lens was injected into the eye after scrub nurse primed with viscoelastic. The lens folded in 3 as it was injected into the patient's eye. It finally unfolded to sit correctly but the surgeon was very concerned with how it had been loaded in the injector. Additional information has been requested.